Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient to have cough and shortness of breath. The patient did receive medical intervention in the form of bronchodilators. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.